Event description:
The cause of the injury was a fracture that occurred when the patient was mechanically sitting up in an electric bed. The patient had been bedridden before admission. On (B)(6), 2021 an x-ray was taken for pain in the right unaffected hip joint and a fracture was found in the diaphysis just below the distal part of the nail on the left affected side. At that time, the patient was on the paralyzed side and did not complain of pain in the left leg. Her right hip had a neck fracture and that treatment was under consideration. The results of the reoperation were satisfactory. The surgeon commented that as the population ages, the number of patients with fragile bones increases. Tfna is very fixed, so the bone quality needs to be considered when choosing the length of the nail. This diaphyseal fracture could have been avoided a longer nail had been used.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # :(B)(4). Additional narrative: event year is reported 2021; however exact date of event is unknown. 510k: this report is for anunk - nails: tfna/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for a revision surgery due to femoral shaft fracture. On (B)(6) 2021 the patient had a surgery for femoral trochanteric fracture with the tfna nail. But on an unknown date, the femoral shaft fracture (secondary fracture) occurred. The patient had severe osteoporosis on the paralyzed side. During the revision surgery, surgeon successfully replaced the nails and refixed the plate. There was no delay are reported. The patient outcome was unknown. This complaint involves three (3) devices. This report is for (1) unk - nails: tfna this report is 1 of 3 (B)(6).